Event description:
During the inspection and testing of the duodenovideoscope foreign material was found on forceps elevator and foreign material mixed with corrosion inside light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, olympus confirmed foreign material inside the forceps stand and the light guide lens. However, it was not possible to identify the foreign matter. The foreign material in the light guide lens could not be removed by reprocessing because it was not attached to an external part of the scope. The adhesive around the lens come off, this may have been attributed to physical stress caused by hitting the tip of the scope against something, dropping it, or chemical stress caused by the chemicals used. Also, this may have allowing moisture to enter into the lens and caused corrosion. Additionally, there were leaks in the forceps table due to cracks in the scope-connector which prevented proper reprocessing and resulted in the foreign body not being removed. However, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instruction for use (IFU). The detection method is described in the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Preventive measures are described in the instruction manual evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.